Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient was taken to the hospital on (B)(6) 2012 due to hypoglycemia. The patient as reportedly kept in the hospital and monitored overnight. The patient's basal rates were reduced and the patient was discharged on (B)(6) 2012. Later that day, the patient was taken to the hospital again due to an inability to correct hypoglycemia. The patient was admitted to the hospital and observed for 1 week, and remained on the pump. On (B)(6) 2012, the patient experienced a low blood glucose level of 1mmol/l, which was corrected with IV glucose. The patient was removed from the pump for approximately 6 hours and then reconnected. The patient's basal rates were significantly lowered and the patient remained on the pump. On (B)(6) 2012, the patient experienced another low blood glucose level of 1.1mmol/l. Following this event, the pump data was downloaded and the reporter indicated that there were primes performed that the patient denies performing. This report is being made based on the indication that the patient experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. During evaluation boluses were able to be programmed, delivered and recorded correctly in the pump history. Full pump history from the time of the event was unavailable due to continued use. Prime history from the time of the event showed small primed amounts. No defects could be found with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.